Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4). Product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drugs via intrathecal infusion pump for non-malignant pain. It was reported that back in 2008 the patient¿s catheter fell out during trial. The patient was given antibiotics and after they had a pump implanted in 2008 it worked totally fine. The patient wanted to know the names of the devices that were implanted. It was reported that their pump was taken out and replaced with a non-medtronic pump. It was stated that the same catheter was kept. It was stated that the pump ¿sticks out so much¿ but it wasn¿t indicated which pump this referenced. No symptoms were reported. No further complications were reported.